Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the keypad button cover was found to be intact; no damage or peeling was observed. During investigation, all of the keypad buttons were intermittently unresponsive to button presses, duplicating the complaint. The keypad cover was removed and there was contamination was found under all the button contacts. Unrelated to the complaint, investigation revealed that the display was dim and discolored and the battery compartment was cracked below the bumper pad.